Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During the index procedure one resolute onyx des was implanted in the mid lad. Ap proximately 6 months post index procedure the patient suffered non st elevated myocardial infarction. This was treated with a diagnostic catheter and medical management. The patient recovered. The investigator reported that the event is not related to the index device or anti-platelet medication.

Manufacturer narrative:
A resolute onyx stent was implanted 7 months later to treat the myocardial infarction. The sponsor assessed that the event is not related to the index device or anti platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The second resolute onyx des was implanted for treatment 10 months after the index procedure (and 3 months post mi), not 7 months after index procedure which was previously reported. The cec adjudicated that this was no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a previous medical history of cad. If information is provided in the future, a supplemental report will be issued.